Event description:
A report was received that the patient cannot feel the paresthesia. The physician suspected that the device was not in the correct angle and the patient had picked at the pocket site which caused the lead to pop up. During a revision procedure, the physician replaced the patient's lead. The patient was reportedly doing well after the surgery.

Manufacturer narrative:
Patient weight not available. The explanted device was returned to manufacturer. Visual inspection of the lead indicated that the lead body had minor damage. The lead passed x-ray inspection. This is a final report.